Event description:
It was reported by the customer that the pyxis medstation system had a drawer failure. The customer had tried to recover it by rebooting the station, but the issue persists, which hindered users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system displayed a blue screen error due to corrupted files found through the window's integrity checker and also had a drawer failure. A field service engineer proceeded to replace the hard drive and attempted a reimaging process; however, this effort failed at approximately 85%. Further, utilized the another hard drive to make a second attempt, which also failed around the 70% mark, leading to another blue screen error. Subsequently, the engineer replaced the all-in-one (aio) unit with one from an unused machine and reinserted the original solid-state drive (ssd) and confirmed that the issue was resolved now. The system functioned as intended after the field service engineer troubleshooted the device.